Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unknown system error every 30 minutes, interrupting an infusion of ibuprofen (dose, programmed amount and delivery rate unknown) in the intensive care unit post operation. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified as a 'check battery' alarm upon pairing the wireless battery module with a spectrum pump. Visual inspection found corrosion on the radio module as the assignable cause. Evaluation has determined the device to be unserviceable for the observed failures. Should additional relevant information become available, a supplemental report will be submitted.